Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing on the t wave. The sensitivity of the right ventricular (rv) lead was increased to ensure the lead was not undersensing. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.